Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that pacemaker exhibited under sensing. Programming changes were made. The patient was stable.